Event description:
Review of the article "cystoid macular edema as a predictor for bleb failure after combined xen45 gel stent implantation with phacoemulsification" from the journal graefes archive for clinical experimental ophthalmology noted the following postoperative events "15 eyes had cystoid macular edema confirmed via optical coherence tomography (oct) and were primarily treated with monodex eye drops five times daily, in 3 eyes monodex did not resolve cme and required diprosone 7 mg/ml injection during bleb revision; 28 eyes had bleb failure requiring conjunctival revision surgery (including the cme case); unknown eyes required anti-glaucoma medication."

Manufacturer narrative:
Article citation: kiessling, david, et al. ¿cystoid macular edema as a predictor for bleb failure after combined xen45 gel stent implantation with phacoemulsification.¿ graefe¿s archive for clinical and experimental ophthalmology, 15 apr. 2026, https://doi.org/10.1007/s00417-026-07213-4. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. The event is a known potential adverse event addressed in the product labeling.